Event description:
Complainant alleged that while the medics were performing a cath lab procedure on a pt (age and gender unk), the clinicians attempted to charge the device to defibrillate the pt, but the device immediately shut down. The clinicians were able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as result of the reported malfunction.